Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tpvr procedure with a 29mm sapien 3 valve in a covered stent inside of palmaz stent, the balloon rupture at the end of valve deployment due to a calcified conduit. Upon removal of the delivery system and valve into a non-edwards sheath, the tip of the balloon and nose cone sheared off into the right ventricular outflow tract (rvot). The nose cone and tip were snared and brought down into the inferior vena cava before being retrieved and removed through femoral access site. Per report, the two stents were implanted prior to the fcs arriving.

Manufacturer narrative:
Correction to h6 based on additional information. The device was returned to edward lifesciences for evaluation. The returned device was fully evaluated, and the following was observed: balloon appears radially burst and separated from ds along with nosecone, balloon material appears to be missing. The inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon burst, difficulty to withdraw system through non-edwards sheath, and balloon separated were confirmed by visual inspection of the returned device. No manufacturing non-conformances were identified during the evaluation. As reported, 'the balloon rupture at the end of valve deployment due to a calcified conduit'. The balloon burst could be potentially from multiple factors (i.e. Calcified annulus/leaflets, additional inflation volume and etc.). While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcification or a pre-existing conduit can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty into the gore dryseal sheath. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the balloon separation. Review of available information suggests that patient factors (calcification, pre-existing conduit) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Correction to b5. Initial description mentioned a 29mm sapien 3 valve. However, this procedure was performed with a 26mm sapien 3 valve.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tpvr procedure with a 26mm sapien 3 valve in a covered stent inside of palmaz stent, the balloon rupture at the end of valve deployment due to a calcified conduit. Upon removal of the delivery system and valve into a non-edwards sheath, the tip of the balloon and nose cone sheared off into the right ventricular outflow tract (rvot). The nose cone and tip were snared and brought down into the inferior vena cava before being retrieved and removed through femoral access site. Per report, the two stents were implanted prior to the fcs arriving.